Event description:
The manufacturer became aware of an allegation of a simplygo device confirmed of low o2, sieve canister failure, and melted filter. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation.